Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they had to change their set and the issue was resolved by a set and reservoir change. The customer's blood glucose level was 8.2 mmol/l. The customer did not have a product to send back for analysis. No further details were provided.